Manufacturer narrative:
Conclusion: the retain samples were evaluated and found to be sterile. Visual and functional examinations revealed no defects and samples met all requirements and specifications.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent lower segment caesarean section on an unknown date and suture was used for rectus sheath closure. Approximately 4 to 5 days following the procedure, the patient experienced infection along the suture line. Additional information has been requested.